Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance and recommended replacement of the device's batteries. The biomedical engineer later confirmed that he has not completed repairs on the device and is unable to provide when further investigation would be completed. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a third party biomedical engineer, contacted physio-control to report their device would no longer power on when using battery power. There was no patient use associated with this event.